Event description:
The customer returned the Gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing the Service Technician identified the unit's image was noisy. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image becomes noised, caused by damaged ultrasound plug unit. The most probable cause was traced to component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.